Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the tube glu plh 13x75 4.0 blblce gr had discolored / abnormal additive form and excessive additive quantity. This occurred on 100 occasions. The following information was provided by the initial reporter: ¿customer concerned about " powder clumps " inside the walls of tubes. Customer observed powdery substance on the walls of tubes".

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and additive abnormality was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the tube glu plh 13x75 4.0 blblce gr had discolored / abnormal additive form and excessive additive quantity. This occurred on 100 occasions. The following information was provided by the initial reporter: ¿customer concerned about " powder clumps " inside the walls of tubes. Customer observed powdery substance on the walls of tubes."